Event description:
Edwards received information through its implant patient registry that a 27 mm mitral pericardial valve was explanted after a duration of four (4) year and two (2) months due to prosthetic valve endocarditis. A 27mm mitral valve was implanted in replacement. There was no allegation of device malfunction. The device was not returned for evaluation due to infection. Type and source of infection were not reported.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5, b7, f10, and h6. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case the device was explanted four years and two months due to prosthetic valve endocarditis and it was reported that there was no causal relation between the event and the device. Based on the available information, the root cause of the event was likely due to patient related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device was not available for return. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through the implant patient registry that a 27 mm mitral pericardial valve was explanted after a duration of four (4) year and two (2) months due to unknown reason. A 27mm perimount plus mitral valve was implanted in replacement. There was no allegation of device malfunction. It was unknown if the device will be returned at this time.